Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the refrigerator system was not detected on bus and had failed hardware. A field service engineer (fse) was informed by the customer that the refrigerator had failed with not detected on the bus error. The fse communicated with the customer and explained the cold boot process for both the helmer refrigerator and the pyxis machine to bring the refrigerator out of its failure state and make it accessible again. Subsequently, the customer reported that access to the refrigerator had been restored, resolving the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.